Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was evaluated and found to be within specification.

Event description:
In this event, the clinician indicated they felt an "electrical shock" while using a promark motor; no injury resulted.